Manufacturer narrative:
Visual/microscopic inspection: the sample was received clean with the spacer in place. It was observed that the cannula was closed completely over the sample notch. There were no visual anomalies noted on the device. A dimensional evaluation was performed. The length of the stylet was measured and found to not be within specification. The stylet length does meet the specification for a mn1610. The length of the cannula was measured and found to not be within specification. The cannula length does meet the specification for a mn1610. Medical records review: medical records were not provided; therefore, a review could not be performed. Functional/performance evaluation: the device was returned and a dimensional evaluation was performed as a functional/performance evaluation was not applicable. Image/photo review: two electronic photos were received and reviewed. The first image shows part of the device packaging and the label, indicating the lot and catalog number. The second image shows a magnum biopsy needle lying on a flat surface with a spacer in place. The needle contains eight of the 1cm reference markings on the cannula. Based on the photos reviewed it can be confirmed that the needle is of an incorrect size, as the reference markings on the cannula do not match the length of a mn1616 needle. Conclusion: two electronic photos were provided for review and one magnum biopsy needle was returned with product labeling, indicating the lot and catalog number. The returned device was measured and found to be within specification for a mn1610 needle. However, the investigation is inconclusive for a mislabeling, as the packaging was returned opened. Per the evaluation results, the returned sample was found to be within specification for a mn1610 needle instead of the labeled mn1616. After review of the manufacturing records, it is unlikely that a mix-up occurred at the manufacturing site, as the lots manufactured before and after the reported lot were of different products and did not match the complaint sample. Additionally, a sales review showed that both mn1616 and mn1610 needles were sold to the user facility. Therefore, it is possible that a mix-up could have occurred at the facility. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current magnum biopsy disposable needle instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during preparation for a liver biopsy, the biopsy needle was allegedly identified to be a different size than the product label specified; therefore, the device was not used. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a liver biopsy, the biopsy needle was allegedly identified to be a different size than the product label specified; therefore, the device was not used. There was no reported patient involvement.